Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. Other than the medical procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section h11. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. Other than the medical procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.